Manufacturer narrative:
The insulin pump had a cracked case at a display window corner, cracked reservoir tube lip, minor scratches on the display window and broken battery tube threads.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a crack around the battery compartment with a small piece missing from it. The caller did not know the blood glucose reading. The device was likely bumped during daily use leading up to the damage. Advised replacement of the insulin pump. Nothing further reported.